Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by loose link screws. The screw was adjusted during eval eliminating the reported alarm. As a result, the screws have been replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.